Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he turned his insulin pump on vibrate. Customer stated when his pump was programmed on beep, he had a hard time hearing his pump. Customer stated that he had hearing loss and during the night, when he goes into a deep sleep, he was unable to hear the pump alarm. Customer stated that his last blood glucose was 33 mg/dl. Customer's blood glucose lowered to 26 mg/dl. Customer treated for his low blood glucose with orange juice and food. Customer was with his wife pat and she was assisting the customer to treat the low blood glucose. Customer was assisted with a self-test. Customer treated with food and coke. Customer has been experiencing low blood glucose for tonight. Customer was not admitted as an inpatient for medical treatment. Customer corrected the time and date.